Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 480 units of insulin, and after a couple of days of use, the insulin gauge decreased to zero. However, the customer was able to remove 50 units of insulin from the cartridge. Additionally, the customer reported that air was not removed from the cartridge. The customer reported blood glucose level was fine. The customer loaded a new cartridge and received an accurate fill estimate, and reported no issues with the current cartridge.